Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer attempted to use the surgeon side console (ssc2) halfway through the case but received a fault message indicating that the ssc2 could not connect to the vision side cart (vsc). The customer confirmed that all the blue fiber cables were properly connected and could not power cycle the system at the time of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon opted not to troubleshoot the issue during the case and continued with one surgeon console and completed the case robotically. The customer noted that they later restarted the system and resolved the issue.